Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6)2010 in patient's left eye. The lens was explanted on (B)(6)2010 due to excessive vaulting. Subsequently, the pt had elevated intraocular pressure, narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter lens. Patient's last visit was on (B)(6)2010, eye normal with 20/20 vision. Patient is doing fine.